Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. One device was received for evaluation. One event was duplicated. One device was found to have a damaged electrical component. One device is available for evaluation but has not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. Two reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by improper maintenance.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 2 reported events had no patient involvement; no patient impact.